Manufacturer narrative:
(B)(4). Method: the complaint CPAP was returned to fisher & paykel healthcare's regional office and service center in germany for evaluation. Results: the device manual was found to be missing from the packaging, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 101206. Conclusion: each icon CPAP kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omission of the manual. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack the icon assembly. Our monitoring and trending of missing icon documentation has revealed two other complaints of this nature to the end of (B)(4) 2011.

Event description:
A distributor in (B)(6) reported that an icon CPAP device had been received without the user instructions.